Manufacturer narrative:
Re-installation of software resolved the issue. Discs are now loading without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: product ID: 960-152, software version: 3.17. During troubleshooting, the system was rebooted but the issue did not resolve. An attempt was made to import the exam again but the issue did not resolve. It was noted that the old patient exams had been cleared off the system and it had 99% free space. A medtronic representative went to the site to test the equipment. Testing revealed that the software was uninstall and reinstalled. After the software install, two separate patient discs were uploaded without issue. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site was loading a patient exam disc with unstructured option. After trying to load, it stated that no patients were available. Further information was received that the system did the full patient import process, but afterward the patient was not in the list of imported patients. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of thirty minutes due to this issue.